Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked what circumstance that led to patient¿s poor coupling with recharging, patient stated it was not charging and belt was broken. It was noted the issue had been resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant. It was reported the patient had poor coupling with recharging. Patient said that when he recharged ins, it was very sensitive, and he couldn¿t lean back against anything, otherwise he would loose shaded bars. He had to lean forward to maintain good coupling. No troubleshooting was performed as patient was not calling for this reason and did not indicate that he wanted to perform troubleshooting. Patient did not call for this issue, he said he couldn¿t recharge without the belt because it was sensitive and couldn¿t lean back when recharged. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.